Event description:
Initially, the facility reported that during cataract surgery with attempted implantation of the istent in the pt's right eye, the surgeon was unable to implant the stent due to technique/learning curve. Additional info was requested and the following new info was provided by the surgeon. Pt anatomy precluded stent implantation. During surgery it is possible that a cyclodialysis cleft was inadvertently created. Postoperatively, the pt presented with a clot in the anterior chamber at the 4:00 position. The clot resolved without intervention and there were no resulting complications. Iop and vision are stable.

Manufacturer narrative:
The stent was discarded by the facility and is not available for eval. The device history records were reviewed and there were no discrepancies or unusual findings. Cyclodialysis cleft and hyphema are listed in the device labeling as known inherent risks of glaucoma stent surgery. MFR ref.#: 2014-0495.